Manufacturer narrative:
Follow-up #1: date of submission 03/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: a review of the black box showed one power on reset event. The battery cap was not returned and was not able to be tested. A test cap was able to fit for testing. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of power issues occurred. The pump was opened to find no defects. The intermittent power issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad down to the seal. Additionally, the display was dim with letters having a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (intermittent power) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.